Manufacturer narrative:
Supplemental medwatch created as UDI was originally incorrectly provided under MFR #0001038806- 2020-00555.

Event description:
There is no update to the original description provided.

Manufacturer narrative:
The product was returned for investigation. The reported event is non-verifiable. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Based on the evaluation, the device malfunctions did not occur. There is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that customer stated the implant was showing through the tissue and too far to the buccal side. Tooth location 29. Doctor made new treatment plan for patient. Patient will return to have a full arch placed.